Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. As received, a device was returned for analysis. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. The cause of the reported event of premature discharge of battery was isolated an increased duty cycle of the internal circuitry caused by the firmware.

Event description:
It was reported that the patient presented for generator exchange procedure. Interrogation of device noted that the pacemaker was prematurely depleted. The pacemaker was explanted and replaced on (B)(6) 2023. The patient was in stable condition.